Event description:
During use the cuff on the laryngeal mask airway-proseal would not stay completely inflated. The doctor reinflated the cuff and kept the syringe on the valve during the procedure. There were no consequences or injury to the patient.